Event description:
Reportable based on device analysis completed on 13jun2025. It was reported that the coil could not be advanced and was stretched. The target lesion was located in the internal iliac artery. An 8mm x 40cm interlock .035 coil was selected for transcatheter internal iliac artery embolization. During the procedure, when the catheter was advanced, it was found that it could neither be advanced further nor pulled back. An attempt was made to push it through but failed. Due to the tightness, pulling it back caused the coil to stretch, and it could not be used again. The procedure was completed with another of same device. There were no patient complications as a result of this event. The patient status was stable post procedure. However, device analysis revealed that the main coil was detached at the coil arm.

Manufacturer narrative:
E: 1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the main coil was returned for analysis. Visual and microscope inspections revealed that the main coil was bent, stretched and detached at the coil arm section. Dimensional inspection of the main coil revealed the components were within specification. No other issues were identified with the device.